Event description:
Reportedly, in the inner blister was found a smashed dead insect.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Manufacturer narrative:
Evaluation: the provided pictures confirmed the presence of a smashed dead insect on the external part (not in the sterile part) of the inner blister of the device when the box was opened. As the packaging sterile part was not impacted by this issue, the device could be used properly. Review of the manufacturing records revealed that the device was manufactured and released according following all applicable procedures. The observed irregularity was most probably due to the intrusion of the insect during the packaging process of the box components and a lack of attention from the operator during the final visual inspection. Actions are on-going to avoid a recurrence of this kind of issue.

Event description:
Reportedly, a smashed insect was found on the outer part of the inner blister (in the non-sterile part).